Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due some kind of physical stress. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection the cysto-nephro videoscope distal end is not secured, due to adhesive peeling off. There was no patient involvement.